Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device the foreign material was a thin film-like green substance. As a result of the analysis, omsc found that the main component of foreign material is alginic acid. Alginic acid is a type of dietary fiber and the main component of brown algae. In the medical field, it is used for surgical sutures, wound dressings, and hemostatic agents. Therefore, omsc surmised the following. -kind of brown algae was grown in the device. -foreign material is derived from medical products. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
After reprocessing, there was a black foreign material in the cleaning tank. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.